Event description:
It was reported that after an initial implantation on (B)(6) 2022 a CT scan has showed that one screw which was placed with the tip in the joint which caused pain and a revision surgery was needed in 2023. After the revision surgery the patient reported less pain.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.